Event description:
According to the available information, during a virgin inflatable penile prosthesis implantation, after the 1st cylinder was placed into the distal corpora, blood was noticed inside the exposed tubing. The cylinder was pulled out of the body to inspect, and when the cylinder was overfilled with saline to test, a pin hole was discovered in the cylinder leaking fluid. It was noted that they did not have a needle stick into the device. Another cylinder set was opened to use and was successfully implanted.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no capas that were confirmed to be associated. There were no non-conformities associated with this lot number related to the failure being reported in the complaint. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. A separation was noted on the tip of the bladder of cylinder 1. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. No functional abnormalities were noted with cylinder 2. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed needle instrument separation in the tip of the bladder of cylinder 1 occurred subsequent to the device packaging being opened. The information received indicated the hole was noticed during the preparation of the device. Based on the evaluation, manufacturing investigation, and information received, the separation most likely occurred inadvertently during the implant procedure. A review of the device history record by coloplast quality engineering confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, during a virgin inflatable penile prosthesis implantation, after the 1st cylinder was placed into the distal corpora, blood was noticed inside the exposed tubing. The cylinder was pulled out of the body to inspect, and when the cylinder was overfilled with saline to test, a pin hole was discovered in the cylinder leaking fluid. It was noted that they did not have a needle stick into the device. Another cylinder set was opened to use and was successfully implanted.